Event description:
The customer reported that the 9900 system had a communication error, poor image quality, and no image displayed during use. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The ps1 power supply was replaced during the service call. The system was tested and found to be working and put back into service.